Event description:
I have a respironics remstar CPAP with a heated humidifier model #1005792. I woke up and smelled smoke in my mask. It smelled like something electrical shorting out and I have not used it since. I called respironics about six weeks ago. They said it was on the recall list and I should receive my new one in about six weeks. Today 2009 I called to check on delivery. They informed me that it was not on the list and I would not receive a new one. If this is not on the list, it should be. I have just received medicare and I don't know if this would be covered. I haven't used my medicare for anything yet. Tomorrow I will try.